Manufacturer narrative:
This product is registered as a combination product. No complaint was received with the return of the device. Failure event observed during analysis. As received, a partial connector portion of the lead was returned in one piece, measuring 20.5 cm (with respect to the inner insulation and inner coil). An external insulation abrasion was found at 8.4 cm to 9.4 cm from the connector pin, breaching the outer insulation and exposing the outer coil. The cause of the external insulation abrasion is due to friction to the device can. All other damages found are consistent with procedural damage.

Event description:
This report is to advise of an event observed during analysis.